Event description:
It was reported that during an implant attempt, the right atrial lead helix would not deploy. The lead was not used. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the lead was stretched. The proximal conductor was kinked/buckled and there was blood on the distal electrode. The inner tubing was torn and kinked/buckled, and the inner insulation was pulled/stretched/overstressed and kinked/buckled as well. The lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.